Manufacturer narrative:
(B)(4). The complaint sample was received and there were no visual defects observed during the visual inspection. The functional inspection was performed by connecting a syringe to the upper tube in order to push and pull upper check valves. The column to bottle valve opened and closed freely however the bottle to the column valve was not fully opening, indicating an occlusion of the path. The returned column was tested with a concha water bottle and the lower tubing filled as expected. However, when the column was connected to a 2416 comfort flo circuit the water did not fill in the upper line. When the end of the circuit was slightly occluded and then released the water level rose and filled into the circuit. The reported complaint was confirmed through functional inspection. The root cause is due to an occlusion because of the gluing process during manufacturing. No corrective/preventative action is required as this event was not considered a systematic defect.

Event description:
The customer alleges that the column filled with water causing a spill over into the kit and water rushing into the patient's face. No patient harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74l1500661 (belong to circuit product that used concha column) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Additional device history record of concha product 74h1501762 used in circuit manufacturing has been reviewed no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due the lack of device sample to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the device sample becomes available at a later date, this complaint will be updated accordingly. Customer complaint cannot be confirmed due the lack of device sample.

Event description:
The customer alleges that the column filled with water causing a spill over into the kit and water rushing into the patient's face. No patient harm reported.